Manufacturer narrative:
Device is a combination product. (B)(4). The device was not received for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 3.50x20mm synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure, the device's hypotube either got kinked or broke so the physician was unable to inflate the balloon and unable to deploy the stent. The device was removed from the patient's body and the procedure was completed with another 3.50x20mm synergy stent. No patient complications were reported and the patient's status was fine.